Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to remove the delivery device from loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: changed age to (B)(6). (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use without evidence of blood were observed. The delivery device was inside the loading device when it was returned. The blue slide lock was unlocked and the plunger was fully pressed on the delivery device indicating an attempt to deploy the seal. Upon observation, the tension spring assembly and seal were not returned with the device. The delivery device was removed from the loading device for inspection. The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, and the results of the evaluation, the reported failure mode "fitting problem" was not confirmed. The analyzed failure mode "premature deployment" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm failed to remove the delivery device from loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.